Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was unable to interrogate two vns patients and that troubleshooting identified the usb cable to be faulty. A new usb cable was used and the tablet performed as intended. The faulty usb cable has not been received for analysis to date.